Event description:
It was reported to philips that it was reported to philips that replace battery error appearing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based, on information provided by philips field service personnel. And has been investigated by the philips complaint handling team. Philips received, a complaint on the dfm100, indicating that restart intermittently or sometimes started to an english page. Patient involvement remains unknown. No patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290). And will be reported, in the united states under device model # 861290.